Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The investigation revealed a cracked solder joint (result code 511) on the fire control circuit board would not allow the generation of required voltages needed for the defibrillation circuitry. Resoldering of the solder joint resolved the failure. The device was repaired and returned to the customer.

Event description:
The customer stated that the unit gave defib error 11 during morning checkout. No patient involvement.